Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that during system boot up, the system shut-off and displayed a yellow over-current light on the power supply. The sonographer reported that the power supply had a burnt smell. The intended procedure was completed on another system. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: attempts were made to request the return of the defective part involved with the reported incident. And since it was not received, we were unable to confirm or reproduce the issue based on the information provided. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains both the initial and fu#1.